Event description:
The customer reported a speaker malfunction displayed from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote support provided the customer with the replacement speaker parts ID. Multiple attempts were made to find out if there was still sound coming from the device. It remains unknown if there was sound coming from the device. H3 other text : philips remote support provided parts ID.